Event description:
The customer received a result on the suspect device of 128 mg/dl for their blood glucose. Pt was woozy and incoherent. An ambulance was called and the emergency medical technicians checked pt's glucose at 50 mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.